Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, order crossed but didn't link to the right medications. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not linking to the right medication. A technical support specialist (tss) accessed the server, opened sql server management studio, and ran a query on xml linked to active directory messages. They confirmed the order was triggering medication ID 3300000999, which pointed to sacubitril-valsartan. From the pes website, the tss verified that ID 3300000999 belonged to sacubitril-valsartan, not budesonide-formoterol, causing the wrong medication to dispense. The correct ID for budesonide-formoterol was 3300000998, and both medications were sent through cerner. The tss requested cerner to reconfigure both medications to fix the med ID issue. The system functioned as intended after the technical support specialist investigated the device.